Manufacturer narrative:
(B)(4): damaged cartridge cover, nonfunctional anti-backup. Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned with the cartridge cover cracked. The anti-backup was noted to be non-functional. However, the instrument was cycled, fed, and formed and remaining three clips properly. The jaws opened and closed as intended. While we were unable to re-create the reported event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during oral cancel surgery, the jaw can't open automatically after firing the clip. No patient consequences were reported.